Manufacturer narrative:
This is a follow up to initial MDR submitted. The device was disinfected, but the customer could not get the unit cleaned. On (B)(6) 2017, it was reported that the device was scrapped. Corrections were made to reflect changes made to manufacturers name.

Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: (B)(4)). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. (B)(4). Through follow-up communication with the customer, sorin group (B)(4) learned that the unit has been scrapped. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.